Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system power cord had a sort, and the unit says the backup battery failed. The fse noted the customer had stated the system failed to boot up due to a damaged power cord. There is no report of patient injury or death.